Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used to close a large midline incision. Postoperatively the patient experienced draining sinuses. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.